Event description:
Device malfunction: difficult to deploy stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a middle superficial femoral artery (sfa) stenting procedure, during stent deployment, the xceed stent partially deployed at the distal and proximal ends, the middle portion of the stent did not deploy. An attempt was made to remove the stent along with the stent delivery system, but it was unsuccessful. The stent was ballooned and an absolute stent was placed within the first stent to fully oppose the stent to the vessel wall. A third non-abbott stent was then implanted to completely cover the target lesion. At the completion of the procedure, the angiogram revealed that the vessel had good flow distally. There were no reported pt effects. Although requested, there is no additional info available.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.